Event description:
It was reported that a patient failed to follow therapy steps during prime of peritoneal dialysis therapy. The patient left the patient line extension clamp closed. The patient connected and initiated therapy although the patient line was not properly primed. The technical services representative advised the patient to complete therapy by starting over with new supplies and reviewed proper procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient left the patient line extension clamp closed during prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.